Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pancreatic cancer resection procedure. The stapling device was being used to cut closed blood vessels do not fit up. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. There was a problem unloading the device, cannot unload the reload. In order to resolve the issue and complete the case, used a new stapling handle. There was no patient harm. The patient outcome is alive, no injury.